Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed twelve scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the sleeve was created, there was some oozing from the staple line that the surgeon addressed with clips. On the initial firing of the clip applier, the clips were scissoring. Some clips scissored and then some started feeding out of the jaws malformed. Approximately five clips total were fired before the device was replaced. All clips were removed from the patient. Case completed with another clip applier of the same product code. The sales rep reported that the surgeon was addressing oozing from the staple line and there were no other issues with the endocutter. There were no patient consequences reported.